Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 100% to 5% after being connected to a power source and subsequently shut off due to insufficient power. The pump was able to be turned back on. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was 70 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.